Event description:
It was reported the patient experienced pain at the scs ipg pocket site. Reportedly, patient lost significant amount of weight. As such, the ipg was superficial to the skin and painful to touch. Surgical intervention was undertaken wherein the ipg was explanted, replaced and relocated. Therapy was restored, and issue was resolved.